Event description:
It was reported that the insulin pump had a crack at the battery case and another around the insert of the reservoir chamber. The blood glucose reading was 81 mg/dl. No significant events leading to the damage were noted. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.